Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot#: hg4972q, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: accessory. Product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 97791, serial/lot #: (B)(4), ubd: 21-apr-2024, UDI#: (B)(4) ; product ID: 977c265, serial/lot #: (B)(4), ubd: 03-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient ended up with an infection in (B)(6) 2020 and the system was explanted; no manufacturer personnel were present. It was reported that the entire system was replaced today.